Manufacturer narrative:
(B)(4) : information was not provided by the initial contact. Yoke the analysis results found that the (B)(4) device was received in good visual condition and without reload present. The device was noted to have the clamping mechanism damaged as the anvil was returned closed and it was not possible to open it, no functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke was found damaged where engages with the tube. Although no conclusion could be reached as to how the yoke became damaged, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. A test cartridge was loaded into the device as intended and without any difficulties and it felt normal when removing from the device. In addition, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4) .

Event description:
It was reported that during a laparoscopic appendectomy procedure, the cartridge fell out of the device into the patient and had to be removed with a grasper. Another device was used to complete the procedure. No adverse consequences reported.